Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0jh49, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was programmed while they were still under the influence of anesthesia and they felt the programming wasn¿t optimum to allow therapeutic relief. When they tried to contact the manufacturer representative for further programming, the manufacturer representative said they did their best and didn¿t think seeing the patient again would resolve anything. The health care provider (hcp) tried using botox on the patient on 2015-03-05 and it immobilized their bladder. The patient was now self-catheterizing as a result. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.